Event description:
It was reported that the patient fell in (B)(6) 2013 on the ice and immediately met with a company representative. No xrays were performed. The patient stated that the stimulator pocket site seemed to be migrating, which she mentioned to the physician. The physician did not do anything. It had been that way since she fell. The patient also reported no stimulation sensation. For weeks, after she finished recharging in her normal process, she didn¿t feel stimulation like she normally does. It was usually stronger as she is lying down. It lasted for a day and a half. A company representative re programmed the device the day of the report. In addition, several months ago, extra programs were placed to cover both areas and it ran on 2 programs. Additional information was requested if received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37754, serial# (B)(4), product type: recharger. (B)(4).